Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was noted on the left ventricular lead. The patient was an asymptomatic. Programing changes were made. The patient was stable and will continue to be followed normally.